Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a defective solenoid valve. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: a defective solenoid valve. Based on the results of the investigation, the most probable cause of the reported complaint is that the solenoid valve has failed due to deterioration, clogging, or other factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.